Event description:
Customer reported that the insulin pump was hit by a baseball and the customer was unable to read the screen of the device. Customer stated that the screen had scratches. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.